Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer has experienced ongoing fluctuating blood glucose (bg) levels between 40-350 (mg/dl). Juice and candy were consumed to treat low bg levels. Customer changed site and delivered correction boluses to treat elevated bg levels. Reportedly, customer believes exercise, possible scar tissue and work may have contributed to fluctuating bg levels. It was recommended that the customer consult with their health care provider to discuss diabetes management.